Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0714 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 a PICC line sited in the patients right brachial vein, was noted to be leaking from the red lumen when being flushed with sterile saline pre-treatment. The skin under the dressing was intact and no phlebitis was present. A tear was visible in the line, on inspection. A replacement PICC insertion was arranged before further treatment could be administered. The faulty line was inserted on (B)(6) 2017, only a few days prior to the fracture appearing (mark at skin 17cm, distance to hub 27cm). A replacement line was placed using over the wire technique (B)(6) 2017. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the lumen with the red connector was confirmed, and the damage was determined to be use related. One 5fr d/l powerpicc solo was returned for investigation. The catheter had been trimmed to length 42.8cm from the distal end of the bifurcation. A functional test revealed a leak in the d/l tubing 5mm distal to the bifurcation. A slit was observed in the d/l tubing and the adjoining surfaces were glossy and striated, which is indicative of sharp instrument damage. Sharp edges were observed along the outside surface of the slit, which is also consistent with sharp instrument damage. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of rebr0714 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 a PICC line sited in the patients right brachial vein, was noted to be leaking from the red lumen when being flushed with sterile saline pre-treatment. The skin under the dressing was intact and no phlebitis was present. A tear was visible in the line, on inspection. A replacement PICC insertion was arranged before further treatment could be administered. The faulty line was inserted on (B)(6) 2017, only a few days prior to the fracture appearing (mark at skin 17cm, distance to hub 27cm). A replacement line was placed using over the wire technique (B)(6) 2017. There was no reported patient injury.